Event description:
It was reported the pump touchscreen was cracked and unreadable. The customer¿s blood glucose was 146 mg/dl. Customer reverted to an alternate pump for insulin therapy and also confirmed manual injections available if necessary.